Event description:
It was reported that during the procedure; prior to use in the patient, the catheter was found to be broken. It was suspected that the catheter might have been broken while it was being taken out from the cardboard. The physician believed it had been broken in the first place. The catheter was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.